Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer will treat once she gets home. Customer is traveling at the moment. Customer stated that she was not pressing buttons and denied dropping the pump. Customer stated that she had not checked her blood glucose level all day today as she is traveling. Customer suspected it is high as she was going to treat when she noticed the button error on the pump. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, cracked reservoir tube lip and a cracked belt clip slot. Medtronic,

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.